Event description:
During a service evaluation at the manufacturer facility, the manufacturer service technician observed the device had a broken piece of an attachment stuck in the end. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.